Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the e100 generator was replaced. The system was tested and verified as ready for use. The e100 generator was returned for failure analysis (fa) and the reported complaint was confirmed in the system logs but not replicated. Logs showed an error indicating an e-100 failure "instrument ID data corrupted or not present", confirming that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the e-100 was tested with 10 power cycles and 50 energy cycle cut/seal actions. The reported complaint could not be replicated.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the customer called intuitive surgical inc. (Isi) technical support engineers (tse) to report an error fault on the e100 generator after connecting the vessel sealer extend (vse). A hard power cycle was performed but the issue remained. It was reported when the vse was connected to the erbe generator is functioned as expected. Tse recommended the customer utilize the erbe generator for the remainder for the procedure. Additionally, it was reported the procedure was aborted/converted due to patients' anatomy. At this time, it is unknown what patient anatomy led to the abort/convert, if the e100 error contributed to the abort/convert or what if any additional medical intervention/s the patient required. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.